Event description:
It was reported that about 3-4 months after a transurethral microwave treatment procedure, a small rectal fistula occurred. The physician successfully completed the procedure with a targis system. At 3-4 months after the treatment, the physician noticed a rectal fistula had occurred. The patient was treated with a foley and colostomy bag. Currently the foley and colostomy have been discontinued and the fistula is fully healed. No further patient injuries or complications were reported, and the patient is doing well.

Manufacturer narrative:
No device will be returned; therefore, no direct product analysis will be available. The device history record for this serial was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.